Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the biosense webster inc, (bwi) product analysis lab observed a reddish-brown material inside the pebax. Initially, it was reported that the carto 3 system was repeatedly prompting them to re-zero the smarttouch sf catheter, and the force tip indicator was turning white, whenever coming on ablation. The cable was replaced without resolution. The smarttouch sf catheter was replaced, and the issue resolved. The procedure continued. No adverse patient consequence was reported. The force issue was assessed as not MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. This event is being reported because the biosense webster inc, (bwi) product analysis lab received the device for evaluation. Visual analysis of the returned catheter revealed reddish-brown material inside the pebax and a hole on the pebax surface was observed. This finding was assessed as MDR reportable. The awareness date for this reportable lab finding is 02-feb-2023.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device on 17-jan-2023. The device evaluation was completed on 02-feb-2023. The device was returned to biosense webster (bwi) for evaluation. Visual inspection and screening test of the returned device were performed following bwi procedures. Visual analysis of the returned catheter revealed reddish-brown material inside the pebax. A screening test was performed, and the device was visualized and recognized correctly; however, error 106 appeared on the system due to an open circuit on the tip area. Further analysis was conducted using scanning electron microscope (sem). The sem analysis indicated evidence of mechanical damage and a hole on the pebax surface. The force issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. The instructions for use (IFU) contain the following recommendations: the force sensor of the catheter be disconnected. If the problem persists, replace the catheter cable or the catheter. A manufacturing record evaluation was performed for the finished device 30912543l number, and no internal actions related to the complaint were found during the review. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).